Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The 84% stenosed target lesion was located in the mid left anterior descending artery. A 12mmx2.50mm nc quantum apex balloon catheter was advanced for dilation; however a hole was noted as liquid was leaking out. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen. The balloon, markerbands, and proximal bond were microscopically inspected. Inspection revealed a burst in the balloon material, 9 mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 84% stenosed target lesion was located in the mid left anterior descending artery. A 12mmx2.50mm nc quantum apex¿ balloon catheter was advanced for dilation; however a hole was noted as liquid was leaking out. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable.